Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber was overheated did not cool then laser went into standby 7 times during the procedure @ 7,320 joules. Gland volume: 60 ml time expended 1:32 minutes. The procedure was completed using a second fiber. There was "no injury to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the fiber cap also exhibits signs of a circumferential fracture of glass cap proximal to fiber/cap fusion zone; this failure mode is indicative of a fracture beneath the metal cap; the outer flow tubing is bent at the metal cap open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. (B)(4)..